Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not turn on when the device was disconnected from the charger. There were no patient effects reported. The device was returned for evaluation.

Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that the issue was caused by improper insertion of a component. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).